Event description:
A valiant navion stent graft (vnmf3131c174te) was implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported post index procedure that a follow up CT revealed an unknown endoleak. No aortic enlargement, stent fracture, stent ring enlargement or stent ring migration was observed. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; event additional information received: it was reported that site review of imaging from 11 months post-index procedure identified aortic enlargement. No endoleak, fracture, stent ring displacement (migration) or stent ring enlargement were observed. Corelab film review of cts from 16 days, 3.5 months and 11 months post-index procedure confirmed that there was no aortic enlargement, no endoleak, stent fracture, stent ring displacement (migration) or stent ring enlargement were observed. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.